Event description:
It was reported that the patient presented in clinic for follow up when non-sustained rv oversensing due to myopotential oversensing was observed. The device was reprogrammed. The patient was asymptomatic.